Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The patient had twiddled the lead entirely out of the heart. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.